Event description:
It was reported that the user experienced recurrent low blood glucose, including an event approximately two hours after breakfast when glucose dropped to 59 mg/dl for about one hour and recovered after oral carbohydrate intake; no alerts or alarms were reported and the user plans to discuss a potential device reset with a trainer. Symptoms included grogginess and headache. Outcomes included temporary impairment requiring self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no reproducible device malfunction and no device-generated alarms; the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.